Event description:
Advanced sterilization products (asp) sterrad cyclesure 24 biological indicator: safety communication potential risk of infection. Audience: risk mgr, surgery, infectious disease. Issue: an FDA review of asp data showed that the sterrad cyclesure 24 biological indicators cannot effectively monitor the sterilization process throughout the indicated 15-month shelf life. After reviewing add'l asp data, the FDA believes that the product may be used with a 6-month shelf life. Background: the sterrad cyclesure 24 biological indicator is a product used periodically to monitor and confirm the microbicidal effectiveness of the sterilization process in sterrad sterilizers. A biological indicator is used, in conjunction with other methods, to monitor sterilization sys. Sterrad sterilizers are used for devices that must be sterilized at low temps, such as multiple single-channel flexible endoscopes, cameras, some rigid scopes, light cords, batteries, and power drills. Asp's sterrad cyclesure 24 biological indicator is the only biological indicator that can be used with the sterrad sterilizer. Biological indicators from other MFR's are not designed for this use and have not been cleared by the food and drug administration (FDA) for use in sterrad sterilizers.